Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the top of the replacement head where it spins came off the head itself. No injury was reported.